Event description:
Complaint alleged that during the biomedical department's routine testing and preventative maintenance, the device displayed error message code "cannot dump" on the monitor screen and no pacer energy output could be detected. The complainant indicated that there was no pt involvement in the reported failure.